Event description:
Prior to an unk procedure, while torquing down a disposable instrument, the 4-40 stud snapped off of the device. There was no patient consequence. The case was completed with another like device and instrument.